Event description:
Additional information received reported that the patient had had a device for 35 years and wanted to know what to do. The patient stated the device had been dead for a year and the doctor said he would go into "the archives" to try to find something to fix it with. It was noted that the patient did not want to be cut open again.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had no stimulation sensation and was hurting 24/7. It was noted that the patient's "machine went out about 3 years ago." The reporter noted the patient was having pain from the neck down to both legs which started 3 years prior to the report. It was noted that the leg pain was new. It was noted that it was a steady pain. The reporter noted the pain was sharp and that the patient could not sleep at night. The reporter noted that the health care professional could not do anything with it.

Manufacturer narrative:
Product ID, 7492 lot# serial# (B)(4), implanted: 1987 (B)(6), product type extension product ID, 7 434a lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3586 lot# serial# (B)(4), implanted: 1987 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that his device "no longer worked," and that he had "not felt stimulation since (B)(6) 2012'. The patient stated that it was not a battery issue, and that his device had been "looked at" by his physician. The patient's physician stated that there was nothing he could do because there was too much scar tissue. The patient stated that there was "an issue" with the leads, and he was not getting any pain relief. The patient wanted to know what could be done. Additional information was requested but not available at the time of this submission.